Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in the left anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 2.5 x 20 mm drug eluting stent. However, the physician was unable to deploy the stent. Upon removal, the shaft fractured into two pieces. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.5 x 20 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."